Manufacturer narrative:
Continuation of d10: product ID 8711 serial# (B)(6) implanted: (B)(6) 2001 explanted: (B)(6) 2025 product type catheter. Product ID 8596sc serial# (B)(6) implanted: (B)(6) 2014 explanted: (B)(6) 2025 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(6) product ID: 8596sc, serial/lot #: (B)(6), ubd: 04-mar-2016, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via the company representative regarding a patient receiving intrathecal m edication via an implantable pump. It was reported that the physician did a catheter flow study during the procedure on (B)(6) 2025 and could not aspirate so the hcp replaced the catheter. It was unknown if patient experienced any symptoms. The cause of the inability to aspirate the catheter was unknown. It was reported that the issue resolved at the time of this report.